Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 12 mm promus element plus drug-eluting stent was used for treatment. However, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 12 mm promus element plus drug-eluting stent was used for treatment. However, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable. It was further reported that the target lesion had 90% stenosis, mildly tortuous and moderately calcified with <90 degrees bend.

Manufacturer narrative:
B5. Describe event or problem updated.